Event description:
It was reported that there was no audible alarm from the nurse call port. The customer had tried multiple cords and different stations. It is unknown if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na